Manufacturer narrative:
Product ID 8709sc, lot# h847679911, implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had an allergy to the pump titanium. The device system was explanted due to the allergy. The patient status at the time of this report was indicated to be ¿alive-no injury¿ and the patient was reported to be ¿okay¿. It was indicated that there were no patient symptoms or complications associated with this event. The approximate date of the event was 2015 (B)(6). The device system was used to deliver dilaudid. If additional information is received, a follow-up report will be sent.